Event description:
It was reported that a 43-year-old caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced left sided rupture and right sided device migration post procedure. The right implant has a lightly different configuration and spreads out laterally in its posterior aspect. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-01797 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 5, 2023. Explant is planned for (B)(6), 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 1, 2023. Device replacement with unspecified mentor implants was performed with explant. In addition to the issues reported initially, the patient also experienced bilateral baker grade iii capsular contracture. Reason for device explant and/or reoperation: capsular contracture/device migration manufacturer¿s reference number: (B)(4).